Event description:
While reusing my 3m 1860s n95 during my shift, I could feel the fibers of the mask itching my nose and throat. I began having an asthma attack shortly after that. Required use of an inhaler and medical attention. FDA safety report ID# (B)(4).